Event description:
The pt experienced a loss of therapeutic effect following some type of surgery. The pt was able to feel the stimulation and turn it up. She had a return of her symptoms for the last 3 days. She was re-directed to her physician. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).